Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 570:320:844:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with a 570:320:844:0000 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the cause of the reported problem of a 570:320:844:0000 failure code was a result of user error.